Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Reportedly, the pump shut off resulting in the customer experiencing an elevated blood glucose level displayed as "high"; although specific value was not provided. The customer delivered a correction bolus via pump to address bg. Reportedly, the customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.